Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery alarm or verify rewind anomaly and failed battery alert due to buttons not responding. Device received with minor scratched lcd window and cracked reservoir tube lip. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the screen all over the screen, cracks where the reservoir goes in, reservoir threading was scrambling and insulin pump had rejected new batteries. It was reported that the rewind was louder and act button was sticky, sometimes had unexplained no delivery alerts. The insulin pump will not be returned for analysis.